Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2019-04780. It was reported that the patient had an a suspected dural tear from the procedure due to the patient having a headache at the post-op appointment. The physician performed a blood patch, resolving the issue.

Manufacturer narrative:
A patient experienced a headache. The physician performed a blood patch due to a likely csf leak. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.